Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device became frozen. The machine displayed the error message "a timeout was detected by the underlying data source. The operation was aborted." After selecting 'ok,' a second error appeared stating "object reference not set to an instance of an object." The user selected 'ok' again, after which the device froze on the carefusion screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a frozen screen. The technical support specialist (tss) dialed into the system, applied the knowledge article "medstation es station database corruption sql server detected a logical consistency-based I/o error" and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.